Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-2218-70 serial #: (B)(4)description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing continued pain and sensitivity in the thoracic region. It was also reported that the patient was having pain in the upper extremities. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician did not believe that the patient's new pain was related to the device. The patient underwent a revision procedure wherein the lead was relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing continued pain and sensitivity in the thoracic region. It was also reported that the patient was having pain in the upper extremities. The patient will undergo a revision procedure.